Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was not working properly. The customer's blood glucose was over 600mg/dl at the time of incident. The customer stated that they were given manual injection to treat the blood glucose during the hospitalization. The customer stated that they were sick. The insulin pump will not be returned for analysis.